Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implant battery depleted quicker than usual. The patient saw low implant battery on the patient programmer (pp). They were surprised that the implant battery was already low because it had been full only a couple days ago and normally it would take a couple weeks for the implant to go from full to empty. During the call, the patient started charging the implant, therapy was on but the implant battery was low. It was reviewed for the patient to charge the implant fully and to keep track of battery level. If the battery continued to deplete quicker that normal, the patient is to follow-up with the hcp. No patient symptoms were reported.